Manufacturer narrative:
Device received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and no unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify failed battery test alarm and motor error alarm due to buttons not responding. Motor passed motor test. Device received with broken battery tube threads and stripped battery cap(p) coin slot. The p-cap locks into the reservoir compartment properly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had button error and motor error. Customer stated that the strip cap was hard to on and off. Insulin pump had rejected new battery and had chunk plastic. All buttons were harder to operate. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.